Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited sensing anomaly. Fluoroscopy revealed the right atrial lead was dislodged. The lead was explanted on (B)(6) 2016; there were no complications to the patient.